Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels and seizures; cause was not known. Subsequently, the customer was hospitalized via ambulance. The customer¿s healthcare provider suggested a possible cause of the low bg to be due to the customer suffering from gastroparesis; however, this could not be confirmed. Reportedly, pump functioned as intended and hcp would review the pump settings to address the event. No additional patient or event information was available.